Event description:
Healthcare professional reported right side capsular contracture grade iii, pain, deformity, stiffness, swelling, erythema and discomfort. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ wrinkling: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, pain, deformity, stiffness, swelling, erythema and discomfort. Healthcare professional later reported via ultrasound "irregular, lobed contours, this lobulation being more evident, towards the csi, as well as thickening of the outer capsule, with data of fibrosis, of an anechoic interior, and data suggestive of capsular contracture, fibrocystic conditions, and inflammatory ganglion, and grade iii capsular contracture." Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture grade iii, pain, deformity, stiffness, swelling, erythema and discomfort.. Device has been explanted.